Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02289. It was reported the patient is not receiving effective therapy due to ipg migration. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead is causing the issue, as such both leads are being reported.